Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the center button of the insulin pump was not responding since a month now. They reported that the button gave issue every time they pressed the button. The customer stated that the insulin pump was not dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly.